Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging admitted to the ER, difficulty breathing/short of breath, dizziness, headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on october 27, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is noisy, difficulty breathing, shortness of breath related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, unable to address the symptoms described, confirmed the presence of contamination in the airpath. Confirmed the presence of water ingress on blower box and blower, found no evidence of degraded sound abatement foam in the base unit. The device's downloaded event log was reviewed by the manufacturer and found three error codes. The manufacturer concludes there was no evidence of degraded sound abatement foam and unable to directly address the symptoms or complaints. Sections d8, d9, h2, h3, h6 has been updated in this report.